Event description:
Journal reference: novak, et al. "Two cases of ischemia associated with subthalamic nucleus stimulator implantation for advanced parkinson's disease". Movement disorders, 2006, 21:1477-1483. The article describes two case studies that involve ischemia associated with the implant of subthalamic nucleus stimulators in addition, other complications from a series of 41 patients treated with dbs for symptoms related to advanced stage pd over the last 5.5 years are also presented. Reportable event: five patients (lead model 3389 n=5) required lead relocation due to unsatisfactory therapy results. Outcome information was not provided.

Manufacturer narrative:
Journal reference: novak, et al. "Two cases of ischemia associated with subthalamic nucleus stimulator implantation for advanced parkinson's disease". Movement disorders, 2006, 21:1477-1483.